Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 160 mg/dl. It was explained that there was a possible set/site occlusion. Customer was advised to replace the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.